Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent inaccurate fill estimates after loading multiple cartridges. Reportedly, the customer filled the cartridges with 200 units and received a low insulin alert the following day. There was no impact to the customer's blood glucose level. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support.